Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 insulins in your pump. Only u- 100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of insulin with lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that occlusion alarms occurred. Following a system check performed by tandem technical support, the customer cleared the alarm and resumed insulin therapy. Reportedly, the customer was also using off-label insulin. Tandem technical support provided off-label insulin messaging. Customer's blood glucose was 178 mg/dl.